Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-02. H6: investigation summary: bd received 6 contaminated samples. No testing can be performed on contaminated samples. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to underfill or hemolysis were observed. Retention samples were draw-tested with deionized water. The water is drawn from a compensated draw apparatus. This comprises of a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted. The level at which the tube is inserted into the apparatus, is determined by local atmospheric pressure. This simulates the blood drawing method. Then the drawn tubes are weighed on a calibrated balance. From this testing it was determined that all tubes tested drew within specification. Further analysis was performed on retention samples. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (underfill and hemolysis) because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the paxgene® blood ccfdna tube experienced hemolysis and under-fill or low draw of a tube with blood. The hemolysis event occurred 3 times. The under fill event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "tubes filled with blood that arrived at the central processing lab were hemolysed. They have only 3.5ml blood in some tubes."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9338989, medical device expiration date: 2021-02-28, device manufacture date: (B)(6) 2019. Medical device lot #: 0085303, medical device expiration date: 2021-05-31, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the paxgene® blood ccfdna tube experienced hemolysis and under-fill or low draw of a tube with blood. The hemolysis event occurred 3 times. The under fill event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "tubes filled with blood that arrived at the central processing lab were hemolysed. They have only 3.5ml blood in some tubes."